Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code: failure observed during analysis. A partial lead with the connector pin measuring 26.4cm was returned for analysis. External insulation abrasion was noted at 18.8-19.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(6).

Event description:
This report is to advise of an event observed during analysis.